Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported malfunction. The se found that the ventilator primary battery was not charging. The se replaced the power supply module. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator had a burning smell and was making noise. The ventilator was not in use on a patient at the time the reported event.

Manufacturer narrative:
Device evaluation summary: the power supply returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The power supply was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed to power-up on alternating current (ac) power (ac led not illuminating). The power supply was returned to the vendor, xp power, for further analysis. The findings from the vendor isolated the fault to the c26 tantalum on the daughter board. If information is provided in the future, a supplemental report will be issued.